Event description:
Patient (pt) had an MRI yesterday and later that night they could not get their equipment to work because their controller said it could not find their device. Pt claimed their ins battery was charged. During call pt reset the controller. Pt plugged the rtm into the controller and they were recharging excellent. The ins battery was at 60%. Pt stopped the charging and got settings not available. Pt claimed their issue was when they were on group b program 1, they got a black screen that then said settings not available when they increased therapy even though the settings were at 7.1. Pt claimed they thought they were in the MRI screening way too long, longer than 30 minutes because the MRI tech had to turn on a cooling fan. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient commented their device hasn't been working since probably a month or so after they implanted it. Patient states a rep has tried to fix it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.